Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the vitrector did not work, did not aspirate during a surgical procedure. The system locked without a system message displayed. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer did not request service for the system. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).